Event description:
A customer contacted beckman coulter inc. (Bci) regarding the electrolyte injection cup (eic) not draining and overflowing on the system. No injury was reported.

Manufacturer narrative:
Bci hotline worked with customer to clean out a clot in the eic.